Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 60odx54id. Item: us157860. Lot: 704290. M2a-magnum 52-60mm tpr ins std. Item: 139268. Lot: 670870. Taperloc por lat fmrl 11x142. Item: 11-103205. Lot: 270100. G2: foreign ¿ canada . H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient alleged complication with metal-related pathologies approximately 17 years post-implantation. There has been no surgical intervention or clinical outcomes reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.